Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hemorrhoidectomy procedure, after taking the device, the doctor placed the anvil and took the suture ends through the pre-set anchor points. He mated the stapler and approximated until the green indicator appeared. After that, he removed the safety lockout and fired but the handle moved freely without any crush or crunch feedback. Once he opened the stapler the tissues were partially resected and staples were not deployed. The doctor then had to redo the whole procedure with another device.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, according to the reporter, the staples popped out of the instrument into the anal canal. The staples fell into the patient cavity once doctor opened the stapler, but the tissue was partially resected. The loose staples were removed using forceps. The staples did not deploy properly and there was no staple formation.

Manufacturer narrative:
UDI# ((B)(4).